Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device-location of device- left coil had migrated to the serosa'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pelvic pain ("pain"), arthralgia ("hip and joint pain") and sciatica ("sciatica"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, fatigue, pelvic pain and weight increased outcome was unknown, the arthralgia was resolving and the sciatica had resolved. The reporter considered arthralgia, embedded device, fatigue, menorrhagia, pelvic pain, sciatica, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - in 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device-location of device- left coil had migrated to the serosa'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pelvic pain ("pain"), arthralgia ("hip and joint pain") and sciatica ("sciatica"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, fatigue, pelvic pain and weight increased outcome was unknown, the arthralgia was resolving and the sciatica had resolved. The reporter considered arthralgia, embedded device, fatigue, menorrhagia, pelvic pain, sciatica, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram in 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-mar-2020: plaintiff fact sheet received. Reporter, patient demographics and medical history and laboratory data were added. On 2006, she implanted essure (previously reported as 2007). On (B)(6) 2018, she explanted essure. Injury event was updated to abnormal bleeding (vaginal, menorrhagia), fatigue, migration of essure device-location of device left coil had migrated to the serosa, pain, weight gain, hip and joint pain, sciatica. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.